Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on unknown date due to high blood glucose level. Customer blood glucose value was 30.2 mmol/l. Customer high blood glucose was corrected with insulin drip at hospital. The insulin pump will be returned for analysis.